Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Based on the information available to the manufacturer, the patient expired due to driveline exit site (dles) infection on (B)(6), 2013. An autopsy was not conducted and the device was not returned. Due to the device not being available for analysis, no conclusion could be drawn as to the root cause of the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Information was provided to the MFR through their device tracking system indicating that the pt expired due to "ples infection" (percutaneous lead exit site infection).